Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) switched off suddenly in the lights section of the store. They returned home with their friend and used their programmer to connect to the device and turned it back on. The patient was well and the incident didn't cause any injury. The cause was unknown, but the issue resolved.